Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the device was explanted (B)(6) 2014 and the patient was implanted on the contralateral side during the same surgery.

Manufacturer narrative:
(B)(4). The device is currently unavailable.